Event description:
It was reported that a malfunction alarm occurred. Customer reported alternate insulin therapy was not available but declined follow up from tandem technical support. Customer¿s blood glucose level was 139 mg/dl.